Event description:
It was reported that the battery voltage is below the elective replacement indicator trip voltage of 2.59 v and elective replacement indicator has not tripped. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6)-2010, the telemetered battery voltage was 2.58 v, while the daily battery voltage trend reading was 2.90 v.